Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. The insulin pump powered up properly after battery installation, received with operating currents within specifications and no weak battery alarms or low battery alarms noted. The insulin pump has minor scratches on the lcd window, cracked case at the display window corners, cracked case at reservoir tube window corners and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called in to report a keypad anomaly and a low battery alert. The customer's blood glucose level was unknown. The customer could not recall any significant events leading to the issue. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.